Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed.